Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtma1q1 crt-d, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after the implant, the left ventricular (lv) lead had no capture and was found to be dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.